Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. Due to the observed circumferential fracture at distal side, the potential for forward firing may exist. The fiber proximal to fracture could rotate independently of the metal cap. There was moderate devitrification at the output window and the metal cap exhibited moderate detritus adhesion on surface. The connector cone, segments, and tabs appeared in good condition. The control knob was attached and aligned with the fiber and can rotate the fiber. Based on the observed distal circumferential fracture the as reported event was confirmed. Due to the circumferential fracture, an evaluation conclusion code of unintended user error caused or contributed to event was assigned to this investigation. The circumferential fracture likely occurred due to elevated temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the laser beam hit a metal clip after 30,000 joules and 4:04 minutes used. Before this procedure, the patient had a urolift procedure where metal clips were inserted into the prostate. When the laser beam came in contact with the metal clip, the beam emitted forward. A second fiber was used to successfully complete the procedure without any clinical consequences to the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the laser beam hit a metal clip after 30,000 joules and 4:04 minutes used. Before this procedure, the patient had a urolift procedure where metal clips were inserted into the prostate. When the laser beam came in contact with the metal clip, the beam emitted forward. A second fiber was used to successfully complete the procedure without any clinical consequences to the patient.